Manufacturer narrative:
Investigation is ongoing.

Event description:
After a successful tavr procedure with a 23mm sapien 3 valve, upon sheath removal, a femoral artery injury was noted requiring vascular repair. As reported, a 14fr commander esheath was placed with little difficulty. The valve and commander delivery system were inserted through the esheath with much difficulty. Once beyond the esheath the valve was aligned in the descending aorta without difficulty. The valve was successfully deployed. The delivery system was removed without difficulty. The sheath was pulled into the external artery and angiography was performed, revealing no dissection or obvious vascular injury. The sheath was then removed and proglides were cinched down in the femoral artery. The femoral was observed moderately bleeding, as the proglides failed, and manual pressure was held to achieve hemostasis. A 6fr peripheral im guide was placed in the left 6fr femoral sheath and advanced over a .035 wire into the abdominal aorta. A 0.018 guide wire was then placed down the right iliac artery into the external iliac above the access site. Next a 6x20mm balloon was inflated in the right iliac and hemostasis was achieved. The surgeon then unsuccessfully attempted to suture the arteriotomy closed. It was determined at this point that a small gore graft would be sutured on to the femoral artery at the access site area. Post graft placement was occluded per angiography. The site then placed a peripheral stent of unknown size and brand successfully in the femoral artery. The patient did well and was transferred for post management care in stable condition. Per report, access site was heavily calcified, and it is unclear if the proglides or the sheath contributed to the dissected femoral artery at the access site.

Manufacturer narrative:
The expandable sheath or a photo of the device was not returned for evaluation; the reported sheath shaft resistance with delivery system could not be confirmed. A device history review (DHR), complaint history analysis and manufacturing mitigation analysis did not reveal any indication that a manufacturing non-conformance of the esheath could have potentially been related to the customer complaint. The manufacturing process for the edwards esheath includes multiple 100% final assembly inspection. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Patient and procedural factors that can contribute to resistance with delivery system through sheath includes, patient/procedural related factors such as angle of insertion, vessel diameter, tortuosity and degree of calcification. Furthermore, other procedural factors such as incomplete/misaligned valve crimping, over-inflating inflation balloons during prepping or incomplete advancement of the loader can also result in delivery system insertion difficulties. The minimum required vessel diameter for a 14fr sheath is 5.5mm. The minimum luminal diameter (mld) measured 4.7mm x 5.8mm. The vessel was moderately calcification and mildly tortuous. The cause of the artery injury cannot be determined; however; in this case, the cause for the reported artery injury may be attributed to the borderline mld in combination with moderate vessel calcification and mild tortuosity. The complaint could not be confirmed and no labeling inadequacies were identified. Review of complaint histories for this trending category did not reveal that the occurrence rate exceeded control limits for november 2015 for this trend category. Therefore, no corrective or preventative actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).